Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plunger was really loose and she tried to tighten it when she was connected it to the infusion set. Customer stated that it could not move. Customer felt pressured to hurry and tightened the plunger. Customer stated that she could not get it off afterwards. Customer's blood glucose was 487 mg/dl. Customer will be replacing the reservoir.